Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the battery. The device complies with the specifications defined by the manufacturer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that they are "unable to stop it", accompanied by error code 1124 - battery failed. The customer reported that the device was not in clinical use at the time the issue was discovered.